Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that she received hb not detected message during treatment. The pt's pdrn confirmed she was hospitalized on (B)(6) 2014 for peritonitis. There was no fluid leaks from the cycler or from the disposable supplies. The pt's pdrn also stated that pt had her catheter removed and is currently on hemodialysis.